Manufacturer narrative:
(B)(4). No further details could be obtained regarding the specific red alert that was generated for this system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received confirmed the generated alert was a yellow alert. The last known correspondence was the patient was going to contact technical services to troubleshoot. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated from this system. No adverse patient effects were reported.